Event description:
A complaint was received that indicated the glucometer encore blood glucose system was reading erratic. Examples are 40mg/dl, 90mg/dl. The time difference between these readings was approximately 5 minutes. The customer stated that on date of event, when customer received these erratic results, customer was not feeling well. Customer called the paramedics and they tested their blood sugar (method unknown) and received a result of 19mg/dl. On the phone it was learned that the customer was using expired reagent. The reagent expired 8/99. The customer was advised that they should not depend on results obtained from expired reagent. To aid the customer, replacement supplies will be sent to the customer and follow-up will be made.